Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer also reported getting inaccurate readings with the sensor. Customer's blood glucose level was 186 mg/dl and the sensor glucose reading was 46 mg/dl that triggered the insulin pump to suspend insulin delivery. Customer current blood glucose is 97 mg/dl. Troubleshooting was completed. Customer was advised a replacement sensor will be sent. Sensor is expected to be returned for analysis.

Manufacturer narrative:
Inspected one random opened or used sensor and performed continuity resistance test dop114-830. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. Also, found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.